Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 011-mc33659. This product was used for the product code, and 501k. The device is discarded and is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
The event involved a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave clear, clamp, rotating where the customer reported that an 11-year-old child lab, hospitalized for treatment of status epilepticus due to mitochondriopathy, treated intravenously with rivotril with the electrical syringe. During treatment, the child showed convulsions. The customer checked the rivotril infusion line which revealed that the protective casing was slightly wet and that solution was oozing at the base of the extension valve. The extension was replaced, and the old valve was tested (for 2ml injected, 1 or 2 drops were dripping). The customer reported seizures about 27 min, an intraoral dose of 10 mg of buccolam was required; favorable evolution of the patient after resuming the administration of rivotril. There was a delay in therapy but unknown duration - there was reduction in the quantity of rivotril administered to the child. The patient's stay was not extended following this incident. The patient did not receive the full intended dose. The customer stated that there were no issues noted with the electrical syringe.

Manufacturer narrative:
The device is not available for investigation. The device history (DHR) lot # was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Without the return of the device a probable cause is unable to be determined.